Event description:
A us distributor returned a charger/modem indicating that it was unable to charge a battery pack.

Manufacturer narrative:
Device evaluation of charger/ modem sn (B)(4) has been completed. The reported problem (will not charge battery) was confirmed. As received, the charger/modem was unable to recognize a battery pack. Upon eval, there was contamination on the battery board. The cause of the inability to recognize a battery pack is the contamination. The root cause of the contamination could not be positively identified but was likely liquid ingress of an unk contaminant. No adverse event resulted from the contaminated charger/modem.